Event description:
An application issue was reported with the adc device in use with xiaomi redmi 11s phone with android operating system version 13 and app version 3.6.0. The customer was unable to use their freestyle libre 3 app due to their operating system not included in the compatibility list. As a result, customer was unable to monitor glucose with sensor readings and experienced symptoms loss of consciousness, requiring treatment of 12 of intravenous glucose by healthcare professional (hcp). In addition, a glucose reading of 2.3 mmol/l on the hcp meter was obtained compared to a sensor reading of 2.4 mmol/l. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported signal loss . The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the adc device in use with xiaomi redmi 11s phone with android operating system version 13. The customer was unable to use their freestyle libre 3 app due to their operating system not included in the compatibility list. As a result, customer was unable to monitor glucose with sensor readings and experienced symptoms loss of consciousness, requiring treatment of 12 of intravenous glucose by healthcare professional (hcp). In addition, a glucose reading of 2.3 mmol/l on the hcp meter was obtained compared to a sensor reading of 2.4 mmol/l. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.